Event description:
While cleaning a colonoscope the distal brush of a cbxz cleaning brush device detached, in the scope. The brush was not detected and was inserted into a pt during a colonoscopy. The brush was immediately retrieved. The hosp staff reported, to ballard medical products, that the pt was not harmed.